Event description:
It was reported that the patient has an occasional premature atrial contraction that is not sensed, followed by ventricular safety pacing. It was also reported that there was no marker for atrial sensing. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.